Event description:
It was reported that dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca) of the right coronary artery (rca). A 2.50 x 38mm synergy xd drug-eluting stent was advanced and deployed at rca. However, the stent edge caused type c dissection. The dissection was covered with a synergy xd stent and the procedure was completed. There were no further patient complications, the patient was stable and fully recovered post procedure.